Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have damage of the conductor wire insulation at yaw pulley. There was no missing material and the conductor wires were exposed. The conductor wire was not frayed or fully broken and instrument passed an electrical continuity test. Annex g was updated to reflect failure analysis findings.

Event description:
Refer to h11 for follow-up information.